Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned. No testing methods performed.

Event description:
It was reported that the handpiece was heating up during a spine case. They discontinued use of the handpiece and replaced it with another to complete the case. There was no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.